Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The contact called to review the customer's pump data logs with tandem technical support. Reportedly, the contact observed a low blood glucose (bg) value of 62 (mg/dl) around 10 p.m. On the pump logs on (B)(6) /2017. During a follow-up call, it was confirmed that the bg value of 62 was entered in error and the customer did not experience a low bg level on the reported date. Reportedly, the customer's bg level was 82 mg/dl.